Manufacturer narrative:
D4 - model #: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, which recorded a high alarm indicating ¿cassette not attached properly.¿ no service history was documented within the past 12 months. Visual inspection and functional testing were performed. The complaint of cassette not attached properly was confirmed through failed sensor testing during calibration. The downstream occlusion (dso) sensor and dso seal were replaced, and the device passed all functional testing after repair. The probable cause of the issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump alarmed for ¿cassette not attached properly, reattach cassette, every time they load a cartridge onto the pump, it says "cartridge not loaded." He advised he has tried multiple cassettes and also tested the cassettes on other cadd pumps, there was patient involvement and no patient harm, the event occurred during set up for infusion.